Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; d4: UDI unknown.

Event description:
It was reported the device was showing low accuracy (less than 18.8). Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b5, d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health effects, and evaluation codes: updated. One device was received. Per visual inspection, the lens was scratched, "dso" seal was "swollen" and battery compartment was cracked. Per functional testing, an accuracy test was performed which passed. The complaint could not be replicated or confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken as the problem stated by the customer could not be replicated.

Event description:
Additional information was received. The pump did not cause or contribute to patient or clinical injury.